Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr1711 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that the catheter showed reflux followed by obstruction. He had to remove the catheter from the patient. According to information collected, there was no change in the patient's routine.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bleed back is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown to be assembled with the two-piece connector and is outside of patient use. Blood residue is present within the catheter tubing. The condition of the catheter and valve slit cannot be clearly inspected from the photo sample provided. Possible contributing factors to bleed back may include residue affecting valve function and catheter split damage. Blood residue is present within the catheter which suggest bleedback was likely experienced during use of the device; however, the exact cause could not be clearly determined from the photo samples provided. A lot history review (lhr) of redr1711 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in brazil.

Event description:
It was reported that the catheter showed reflux followed by obstruction. He had to remove the catheter from the patient. According to information collected, there was no change in the patient's routine.